Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) explained the alarm and assisted in troubleshooting. The tsr advised the hp to contact the nurse. The hp would do a manual exchange in the meantime. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient (hp) stated they did not develop any adverse reactions or require any medical intervention. The hp stated he is currently performing therapy without any complications. The home patient stated this was an isolated incident